Event description:
It was reported that the patient developed swelling at the pod¿s insertion site (back) while wearing the device between 25 and 36 hours. Patient reported that the pod was leaking and then a disc like bump formed at the infusion site. Blood glucose levels were reported to be 14.8 mmol/l (267 mg/dl). The patient visited their general practitioner and received fusidic acid cream 20mg/g and was instructed to apply the cream 3x per day. The patient was also provided with an option to get a course of antibiotics if the cream did not help. It was not reported if the patient sought use of antibiotics.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.